Event description:
It was reported that device contamination occurred. The patient presented with shunt failure in the limb vessel and underwent percutaneous transluminal angioplasty. A 5.0 x 40, 40cm mustang balloon catheter was selected for use. During preparation, the balloon catheter was unsheathed and re-sheathed. When the device was rewrapped with the protective sheath, a thread-like foreign matter came out probably from the balloon lumen. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the mustang device was not returned for analysis. Only the packaging of the device and a sample of foreign material (fm) was returned for analysis. The outer box carton was noted to have been opened. No issues were noted with the packaging other than it had been opened. The contents of the box carton included the inner tyvek pouch and a petri dish. For analysis purposes the investigator removed the contents of the box carton. A visual examination determined that seals of the inner pouch had been opened and the mustang device removed. The mustang device was not returned for analysis. A visual examination of the petri dish identified that it contained sample of fm. A visual examination found the sample to have a synthetic appearance and measured approximately 70mm. As the packaging seals of the device had been compromised and the device removed, it is not possible to identify the source of the fm.

Event description:
It was reported that device contamination occurred. The patient presented with shunt failure in the limb vessel and underwent percutaneous transluminal angioplasty. A 5.0 x 40, 40cm mustang balloon catheter was selected for use. During preparation, the balloon catheter was unsheathed and re-sheathed. When the device was rewrapped with the protective sheath, a thread-like foreign matter came out probably from the balloon lumen. The procedure was completed with another of the same device and no patient complications were reported.